Manufacturer narrative:
Manufacturing site: (B)(6). Registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that torsion generated with wire manipulation in attempts to cross the heavily calcified cto had most likely contributed to the reported difficulty in removal. The applied stress would localize and exceed the product design limit when the wire had restricted its movement by the lesion, loosening the spring coil. With the loosened coil, the guide wire interfered with the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] removal difficulty of guide wire.

Event description:
It was reported that an asahi gaia second guide wire could not be removed during a percutaneous coronary intervention (pci) to treat a heavily calcified, chronic total occlusion (cto) in the right coronary artery (rca). In attempts to cross the cto, several wires were used. Starting with a fielder xt-a, ultimatebros, non-asahi pilot 200 and finally the gaia second. The gaia second crossed the cto successfully. The concomitant corsair pro microcatheter was also able to cross the lesion. When attempted to remove the gaia second, it was noted stuck. The corsair pro was easily removed while the gaia second was still would not move. A confianza guide wire with a second corsair pro microcatheter was placed parallel to the stuck gaia second. By inflating a 1.0mm balloon, it was able to remove the gaia second. It seemed that the removed gaia second had loose coil around it. Patient was stable and doing well.

Manufacturer narrative:
The gaia second guide wire was returned for evaluation. The returned guide wire had its coil loosened at approximately 60mm from the tip of the guide wire. The loosened coil remained in one piece. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation in attempts to cross the heavily calcified cto had most likely contributed to the reported difficulty in removal. The applied stress would localize and exceed the product design limit when the wire had restricted its movement by the lesion, loosening the spring coil. With the loosened coil, the guide wire interfered with the lesion. It was concluded that this event was not attributed to product quality.